Manufacturer narrative:
(B)(4). The device was manufactured 09/13/2015 - 09/15/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate device was leaking from the white vial gripper. This occurred during infusion. The device was attached to a vial of doxycycline and a bag of sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.